Event description:
It was reported that a pump falsely recognises a loaded set. The customer stated that the device automatically recognizes an IV set as loaded at points 3 and 4 when no tubing was present, after loading the set at points 1 and 2. It was also reported that there was no associated patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation found the downstream sensor readings with no tube loaded elevated causing the false set detection at load point 3 and 4, caused by a failed downstream sensor. The downstream sensor was replaced.